Event description:
It was reported that before implanting the device, the doctor checked the pacemaker when it was still in its original (unopened) box and noticed it was at eri (elective replacement indicator). The specialist tried to reset the values of the pacemaker and it was still with very low voltage and high impedance. The device was returned to the manufacturer still sealed in the unopened package.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device condition was identified prior to any patient involvement. Evaluation summary: (B) (4) analysis revealed a no output and no telemetry condition. The low battery voltage was the result of high leakage current internal to a battery filter capacitor.